Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a lvad fault advisory. No damage was seen to the driveline or primary controller and the pins were intact. During log file review, lvad internal faults were observed dating back as far as (B)(6) 2020. The log file also contained communication errors. These communication errors most likely caused the reported erroneous pump set speed display errors. According to technical services the controller exchange and pump reset resolved these alarm conditions. The new controller appeared to be operating within normal parameters.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported lvad fault advisory alarm was confirmed based on the submitted log files. Review of the submitted system controller log files confirmed that the alarm was due to an internal communication error with the pump. Based on the lvad log file data, the error began on (B)(6) 2020 and remained active until the system controller and modular cable were exchanged on (B)(6) 2020. During this time, the pump operated at 5000rpm but resumed operating at the set speed of 5500rpm following the equipment exchange. The root cause of the communication error could not be conclusively determined. Additional information received from the customer confirmed that the issue resolved following the equipment exchange and the patient was discharged and doing well. Heartmate 3 instructions for use outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. Heartmate 3 lvas patient handbook, outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event.